Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 40 mg/dl treated with food and glucose. Other blood glucose value was 159mg/dl. It was also reported that the customer had issue was not with insulin pump. The insulin pump will not be returned for analysis.